Event description:
Sunmed holdings llc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 2028807-2024-00051 for the second report. Refer to 2028807-2024-00052 for the third report. The account reported, the anesthesia department was having issues with the flex extenders coming apart at the small end. Additional information received 13sep2024 reported, the issue was noticed due to leak in the circuit (during patient use); it was found the end cap was not holding in place. It was additionally reported; the cap was stuck in as snug as possible to resolve the issue. There was no reported injury.

Manufacturer narrative:
Additional information: d4; h2; h3. A representative sample was returned and processed for evaluation. During evaluation setup two of the connectors fell out; during sample testing the connection force was found to be below specification. The drawings of the device records were reviewed and it was identified that the connector on the returned product did not have the retaining ring and the absence of the retaining ring resulted in a poor connection force between the connectors and the flex tube. The reported event could be confirmed as reported; the root cause is traced to manufacturing. The device history record for lot 0004291791 was reviewed and the product was produced according to product specifications. All information reasonably known as of 15 nov 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in progress. All information reasonably known as of 27 sep 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 2028807-2024-00051 for the second report. Refer to 2028807-2024-00052 for the third report. The account reported, the anesthesia department was having issues with the flex extenders coming apart at the small end. Additional information received (B)(6) 2024 reported, the issue was noticed due to leak in the circuit (during patient use); it was found the end cap was not holding in place. It was additionally reported, the cap was stuck in as snug as possible to resolve the issue. There was no reported injury.